Event description:
This is a case report received through the (B)(6) through baxter's after hours call service. It was reported that on (B)(6) 2010 the homechoice machine sounded a low drain alarm during dwell I-drain. The baxter representative advised the patient to open/close the transfer set and to check the patient line. The patient informed that he noticed air in the patient line. The patient was also advised to start over therapy with new supplies. No sample is available for evaluation and the lot numbers unknown. No clinical consequences for the patient have been reported.

Manufacturer narrative:
(B)(4). The sample us not available for evaluation and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The cause of the alarm was the air and the cause of the air was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).